Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinic due to alarms from the system controller. They were brought to the clinic for a checkup of the system. The ventricular assist device (vad) coordinator checked the patient and downloaded log files. On the log files, driveline power fault alarms were confirmed and a power a broken (fault) was seen. The clinic exchanged the modular cable and the system controller. This resolved the alarms and patient was sent back home. The modular cable and system controller would be sent back for analysis.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file, and a finding related to the cause of the alarm was confirmed via the modular cable¿s functional analysis. The log file captured a driveline power fault alarm on 10feb2026 correlating to the system¿s power-a line. The alarm remained active throughout the data until the patients driveline was disconnected to perform the reported equipment exchange, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number 8075457) was functionally tested alongside a mock loop and the returned system controller (evaluated separately under manufacturer report number: 2916596-2026-00943). Atypical alarms were not reproduced throughout testing; however, the cable underwent a test to evaluate the integrity of its inner wires and did not pass. The cable was stripped, and the cable¿s red and brown wires (power-a and -b wires) were observed to be damaged and fatigued near the controller-side bend relief, consistent with the alarm observed in the log file. Damage to these wires could cause a driveline power fault alarm to occur, and the fatigue indicated that the wires could have shorted to one another for long enough to trigger the reported alarm. The root cause of the reported event was determined to have been wire fatigue within the modular cable, consistent with repetitive bending of the cable over time. Incidental findings: wire fatigue observed on the modular cable¿s comm wires, unrelated to the cause of the reported event. Review of the device history record for the modular cable, lot number 8075457, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.